Manufacturer narrative:
Product complaint # ==> (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the top notch on one of the implanted verse advance screws broke off, all the innies and the rod had to be removed and the screw replaced with a new screw since the broken screw would not allow a innie to lock. Patient consequence?: no. Action taken for procedure: or time was prolonged by 1 hour, because everything had to be removed to replace the broken screw. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.